Event description:
It was reported that the patient presented to the hospital with swelling, purple color at device site and hematoma due to infection at device pocket site. The pacemaker, right atrial (ra) lead, right ventricular (rv) lead including the capped ra and rv leads from the patient's previous implant (B)(6) 2008 was explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.